Manufacturer narrative:
The removed power management board, blower motor, cpu & motor controller board were returned for analysis. Visual inspection of all returned parts - power management board, cpu & motor controller board - revealed no evidence of damage or contamination. A visual inspection of the blower motor revealed no obvious dust or debris on unit, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating and no signs of wear on connector or cabling. The blower spins freely. A failure investigation (fi) was performed. The removed power management board, blower motor, cpu & motor controller board were installed in the fi test ventilator to attempt to duplicate the reported problem. The customer complaint was verified. The root cause is failure of solder joints at r31 on the power management board.

Manufacturer narrative:
The removed power supply was returned to the failure investigation lab (fi). The fi technician installed the power supply into a fi ventilator to attempt to duplicate the reported issue. Power supply was tested and no faults were found.

Event description:
It was reported to philips by a customer that the unit had a vent inop - blower stalled error message. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that when unit is powered on, unit gave vent inop blower stalled error. The customer would like call to be dispatched to the field. The rse stated the blower stalled and software determined that the blower cannot produce sufficient pressure, or blower speed signal has failed. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.